Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. A36620) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included crohn's disease, erythema, pruritus, scabies, chemical burn, blood in stool, fever, chills, hydrosalpinx, chest pain, uterine cramps, vulvovaginal rash, flank pain, nausea, vomiting, neck pain, shoulder pain, back pain, ovarian cyst, esophageal pain and rectal pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain/severe cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("other allergic reactions associated with a nickel allergy"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and dermatitis contact ("rashes or skin conditions type: allergic contact dermatitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urticaria ("hives"), rash ("rashes") and device deployment issue ("2 coils visualized at both openings"). The patient was treated with mupirocin (bactroban) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, rash, menorrhagia, vaginal haemorrhage, dermatitis contact and dysmenorrhoea had resolved and the dyspareunia, urticaria, allergy to metals and device deployment issue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis contact, device deployment issue, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: right and left fallopian tubes cannulated with approximately 2 coils visualized at both openings. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. CT of the abdomen and pelvis : impression: stable CT of the abdomen and pelvis. No acute traumatic abdominal or pelvic abnormalities. Negative for bowel obstruction. No areas of thick walled small bowel . No diagnostic abnormalities are visualized . Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, rash, abdominal pain lower, dyspareunia, pelvic pain, vaginal haemorrhage, nickel allergy most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease and medication, new events menorrhagia, vaginal haemorrhage, dermatitis contact , 2 coils visualized at both openings and dysmenorrhea added. Outcome for the events menorrhagia, vaginal haemorrhage, rash, dysmenorrhea, pelvic pain, abdominal pain and abdominal pain lower added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain/severe cramping"), dyspareunia ("dyspareunia"), urticaria ("hives"), rash ("rashes") and allergy to metals ("other allergic reactions associated with a nickel allergy"). The patient was treated with surgery (on (B)(6) 2016 patient underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, dyspareunia, urticaria, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, genital haemorrhage, pelvic pain, rash and urticaria to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.